Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced dizziness. It was further reported that the device experienced undersensing of qrs complexes and detected false pause episodes. The icm remains in use. No further patient complications have been reported as a result of this event.